Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported suture did not come out when the plunger was removed was confirmed, as a cuff miss was observed. The difference between the two failure modes is often not discernable to the user. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: no calcification was present at the arteriotomy puncture site.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified femoral artery was attempted using a proglide device with a 6fr sheath after percutaneous transluminal angioplasty. Reportedly, the proglide suture did not come out when the plunger was removed. Hemostasis was achieved with an angio-seal device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported suture did not come out when the plunger was removed was confirmed as a suture retrieval issue was observed. The difference between the two failure modes is often not discernable to the user. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.